Event description:
The manufacturer received information alleging a ventilator service required code occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's outlet side panel was replaced to address the issue.